Event description:
It was reported that the patient experienced a saline supplementation to the existing artificial urinary sphincter(aus) balloon. The device was not removed. A patient outcome was not reported. Additional information received that the product did not work very well. The patient outcome was reported to be well. There were two surgeries that took place (B)(6) 2019 and (B)(6) 2019.

Manufacturer narrative:
Additional information received that the device was originally implanted on (B)(6) 2019. On (B)(6) 2020 the product failed to operate normally due to a lack of saline supplementation so an accessory kit was used for saline. The same issue occurred on (B)(6) 2020 so another accessory kit was used for saline.

Event description:
It was reported that the patient experienced a saline supplementation to the existing artificial urinary sphincter(aus) balloon. The device was not removed. A patient outcome was not reported. Additional information received that the product did not work very well. The patient outcome was reported to be well. There were two surgeries that took place (B)(6) 2019 and (B)(6) 2019.